Manufacturer narrative:
(B)(4). Concomitant products: guide wires: terumo 0.035-inch; asahi 0.014-inch. Sheath: 6-french. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal angioplasty of the left anterior tibial and posterior tibial arteries, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, there was no blue wire (suture) on the link. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no blue wire (suture) being present on the link when the needle plunger was removed was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.